Event description:
It was reported that during a cholecystectomy procedure the inert branch detached from the device during the insertion in the abdomen. The generator had not given signals of errors before the intervention. The procedure continued with another device. No patient adverse consequences reported. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.